Event description:
It was reported that the patient with a pacemaker device exhibited high impedances measurements measuring greater than 3,000 ohms on the right ventricular (rv) channel. Additionally, there were stored episodes with noise, oversensing and pacing inhibition greater than 2 seconds. Technical services noted that the oversensing was related to the minute ventilation (mv) feature. The feature was disabled by the signal artifact monitor (sam). Ts reviewed the data and stated that there was loss of capture in some cases. The pacemaker and this rv lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).